Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2016 with the following findings: audio bolus button was observed to be torn in the center; however, the audio bolus button was found to be responsive to button presses. Unrelated to the complaint, cracks were found in the battery compartment from the threads left of the grip pad and below the grip pad to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.